Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. Returned device was examined visually by the naked eye and through magnification. The complaint was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. Evice evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Zimmer biomet complaint. Patient ID was not provided. Age was not provided. Patient weight was not provided.

Event description:
It was reported that abutment screw fractured while repositioning a crown after reparation. Patient was rescheduled for removing the fractured screw tip that remained inside the implant. Tooth location #19.